Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. The ventilator was investigated on site by our field service engineer (fse), the air gas module and the control printed circuit board (pcb) was replaced and returned for investigation. Simulated test use of the returned air gas module in a ventilator could reproduce the same failure. The machine was set on ventilation, no abnormal found. After ventilation, three pre-use checks were carried out and passed without any remarks. Simulated test use of the returned pcb in a ventilator could not reproduce any failures. The machine passed the pre-use check and no abnormal found during ventilation for four hours. However, during testing in the gas module test system, the flow curve could be seen as spiky. This failure is caused by a sticky membrane and in which most likely caused the reported issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).